Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dilatation catheter: nc traveler, guide wire: asahision. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that an indeflator 20/30 was selected for the procedure. The indeflator was used to inflate an nc traveler balloon dilatation catheter. During deflation of the balloon, the locking mechanism was unlocked and the locking ring was observed to be cracked. The indeflator was replaced with an unspecified inflation device to complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.